Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a failed leak test due to puncture on the cable, and poor color image due to faulty charged coupled device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head outer lens (cover glass) was missing from the camera head. The issue was found during preparation for use for a diagnostic cystoscopy procedure. There were no delays, the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the missing outer lens (cover glass) of the camera head was unable to be identified. Olympus will continue to monitor field performance for this device.